Event description:
The complainant reported the patient was on impella cp support and during support, the proper position could not be achieved. The cannula had a kink in it that was caused by patient anatomy. Multiple attempts to reposition were made, including removing the cannula from the ventricle. The pump was explanted and there was no reported patient harm.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The returned complaint cp device visually inspected. Cannula kink observed near outlet. No biomaterial, no broken blade observed. No other abnormality found. Failure mode positioning issues changed to failure mode low pump flow issue since low flow observed after insertion and kink occurred and pump reported to be in good position. The cause of the low pump flow issue was cannula kink due to patient anatomy . Failure mode product damage (cannula kink) added since kink occurred during insertion and positioning due to patient anatomy. The cause of the product damage (cannula kink) was cannula kink due to patient anatomy condition.